Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30475724m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) female patient (50kg) underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After the procedure was completed, the patient¿s blood pressure dropped to 50. Echocardiography revealed pericardial effusion, and pericardiocentesis was done to drain venous blood from the pericardial space. About 150ml were reinduced into the patient. Patient¿s blood pressure recovered, and the patient was followed up. There¿s no report of prolonged hospitalization. Patient had fully recovered. The physician had no idea on the cause of the tamponade since there were no impedance nor contact force issues during the procedure. No bwi product malfunctions were reported. There was no evidence of steam pop during the ablation. The soundstar catheter was not inserted into the left heart system.